Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 5.00mm x 2.0cm x 90cm peripheral cutting balloon was used for dilation. During first inflation, it was noted that the balloon ruptured at 4 atm. The procedure was completed with another of the same device. No patient complications were reported.